Event description:
Pt contacted tmj device MFR about implant problems. MFR contacted the pt's os who implanted the device because he wasn't returning the pt's phone calls and refused to see her. Finally the implanting os returned the pt's call but said he could no longer be of help and provided names of other os in the area. Pt has since been seen by another dr who ordered CT scans of the device which showed the screws have worked their way out of the tmj implant device. The dr said the test results indicate the devices need to be removed. Currently the pt's jaw is fusing shut. Pt is experiencing terrible pain on the inside and outside of mouth. Pt is losing hearing on the right side. Every 6 weeks or so the pt experiences flu-like symptoms which the drs cannot find anything wrong with her other than her white blood count is elevated. Pt's face is disfigured and warm to the touch. Pt needs to have the implants removed but is now having problems with her insurance co who doesn't want to approve the surgery, even though they paid for her past surgery.